Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he wasn¿t ¿getting any feedback¿ from the ins. The patient reported that he wasn¿t sure if the ins had gone dead, but the ins hadn¿t been helping his symptoms for a long time. The patient reported that he kept the ins alive by charging the device. The patient reported that he charged the ins the night before last. The patient reported that he wasn¿t getting the ¿shock.¿ the patient also reported that ¿as soon as he put the recharger antenna over his implant battery and turn it on, he would get shocked immediately.¿ the patient reported that he had not tried it on the morning of the call. The patient reported that he had never gotten normal stimulation and that it was always been like an electrical shock. No further complications were reported.